Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. There were no issues noted with the bumper tip profile. The stent struts on one row at the centre of the stent were distorted and misaligned. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device from the patient. No issues were noted with the balloon profile. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. There were no issues noted with the devices inner and markerbands. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a moderately calcified and moderately tortuous unspecified vessel. A 38 x 3.50 promus premier stent was advanced to treat the lesion. However, the device was not able to cross the lesion. The device was then removed from the patient and upon inspection, it was noted that the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a moderately calcified and moderately tortuous unspecified vessel. A 38 x 3.50 promus premier¿ stent was advanced to treat the lesion. However, the device was not able to cross the lesion. The device was then removed from the patient and upon inspection, it was noted that the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.